Manufacturer narrative:
The device was received for evaluation. Upon receipt of the pump, it was confirmed that the device was in intermittent mode with a rate of 10 ml/hr set, but no further feed or flush settings. Since there was no feed volume or flush regimen set, the device would not have presented the ¿start¿ button. A review of the pump history shows that the pump was feeding and flushing between (B)(6) but then it is likely that the user cleared the settings and was not successful in programming the settings again. The pump delivered within the accuracy specifications and without any alarms during testing.

Event description:
The customer reported the device didn't display any "occlusion error" on the screen, or any alarms. The water section was flowing, but the nutrition supply wasn't working. When the technician ran the tests for priming, it showed an occlusion error. There were no blockages observed. As the water section was infused but the feeding was not working, the patient's blood sugar level dropped causing hypoglycemia. The patient had to receive dextrose 50 intravenously because he could not swallow.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.